Event description:
The reporter stated that the surgeon was advancing a three piece silicone lens model aq2010v in the cartridge and noticed the haptic tore off, so the surgeon opted not to use the lens. No pt injury.

Manufacturer narrative:
Eval: a visual inspection of the returned product shows the lens has one haptic torn off & is missing. There is clear surgical residue on the lens. Conclusions: no conclusion can be drawn. Based on the complaint history and eval of the returned product, a specific root cause could not be determined. It should be noted that the cartridge & injector were not returned for eval.